Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2002: [facility ni]. (B)(6) . History and physical. Present illness: hematuria; left ureteral stricture; left hydronephrosis. History of hysterectomy. Social history: ½ packs per day. Exam: abdomen soft. Impression: left ureteral stricture; left hydronephrosis; hematuria. Plan: cysto stent, retrograde, ureteroscopy. (B)(6) 2002: (B)(6) general hospital. Nurse notes. Weight 127 lbs. (B)(6) 2002: (B)(6) general hospital. (B)(6) . Postoperative/post-procedure note. Postoperative diagnosis: left ureteral cancer. Procedure: left nephroureterectomy. (B)(6) 2002: (B)(6) general hospital. Discharge instructions. Activities: no heavy lifting/straining. (B)(6) 2003: (B)(6) pa. (B)(6) md. Office notes. Seen in consultation from dr. (B)(6) after she noticed a bulge in the lowermost aspect of the midline incision, noticing this shortly after her radical nephroureterectomy performed on (B)(6) 2002. Apparently developed a wound infection postop and subsequently noticed a bulge here. Also undergone cesarean section and total hysterectomy through a lower midline incision. This bulge has become larger and more uncomfortable. Wants to proceed with repair. History transitional cell carcinoma of the ureter treated with radical nephroureterectomy and chemotherapy which was completed in (B)(6) 2003. Denies use of alcohol or tobacco. Has her own cleaning service. Exam: abdomen flat, soft, nondistended, nontender. There¿s a long midline incision which is healed. Beginning at the pubis and extending a handsbreadth above is an obvious fascial defect which is reducible. Impression: incisional hernia. Plan: we¿ll plan for laparoscopic incisional hernia repair with mesh. I informed her of the significant risk of having to convert to an open procedure as well as the risk of hernia recurrence, mesh infection requiring removal and visceral injury. (B)(6) 2003: (B)(6) general hospital. Intraoperative record. Pre-op diagnosis: incisional hernia, unnecessary lifeport. Asa I. Implant procedure: laparoscopic lysis of adhesions, laparoscopic incisional hernia repair, removal of lifeport. Implant: gore® dualmesh® plus biomaterial [1dlmcp06/02040425] implant date: (B)(6) 2003 (hospitalization (B)(6) 2003) [operative report not available in records reviewed] (B)(6) 2003: (B)(6) general hospital. Implant sticker. Dualmesh plus antimicrobial. Lot: 02040425. Item: 1dlmcp06. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp06/ 02040425) was implanted during the procedure. Relevant medical information: (B)(6) 2003: (B)(6) hospital. [Signature illegible]. Postoperative note. Postoperative diagnosis: [illegible]. Procedure: laparoscopic lysis of adhesions, laparoscopic incisional hernia repair, removal of lifeport. Findings: extensive adhesions. 6 cm focal defect. (B)(6) 2003: (B)(6) general hospital. Discharge instructions. Activity level as tolerated. Use of equipment: do not push/pull/lift over 5 lbs until (B)(6). ¿ (B)(6) 04: jackson radiology associates, pa. Pamela jamieson. Radiology-CT abdomen/pelvis with contrast. Indication: transitional cell carcinoma of the left ureter. Findings: images of the pelvis demonstrate postoperative repair of midline incisional herniation. Small residual herniation present containing bladder. Impression: persistent soft tissue density in the region of the left adrenal gland. Since this is smaller than on prior exam, this favors benign postoperative fibrosis. Recommend a six moth follow up exam for re-evaluation. Small inferior midline hernia containing a portion of the bladder. No evidence of recurrence. (B)(6) 2004: (B)(6) associates, pa. (B)(6) , md. Office notes. In today with a several month history of a recurrent bulge just above the pubis. I¿m reminded that on(B)(6) 2003 we performed laparoscopic incisional hernia repair for a very large incisional hernia related to her prior laparotomy for treatment of her transitional cell carcinoma of the ureter. At the time of laparoscopic incisional hernia repair, was found to have a fascial defect extending from the pubis down to the umbilicus. This was repaired with a 20 x 15 cm segment of dual mesh inferiorly of course. Abdominal wall fixation was not possible and the mesh was allowed to overly the bladder and tacks were placed through the mesh into the pubis. History t cell carcinoma. Weight 136 lbs. Exam reveals a recurrent hernia just above the pubis in the lower midline. She¿s also quite concerned about the original surgical incision from the initial laparotomy at which site she developed a wound infection leaving a recessed wound. Desires repair of this wound as well. Impression: recurrent incisional hernia. Plan: I¿ve offered to her repair of this recurrent incisional hernia through an anterior approach with mesh explaining to her the markedly increased risk of hernia recurrence because of the location of this hernia just above the pubis. We¿ll excise the previous scar and accomplish primary closure, getting rid of the markedly recessed and widely separated area at the same time, performing this through a vertical midline incision. She understands the risks of mesh infection, hernia recurrence and bleeding. (B)(6) 2004: (B)(6) hospital. Intraoperative record. Asa ii. (B)(6) 2004: (B)(6) hospital. (B)(6) , md. Postoperative/post-procedure note. Postoperative diagnosis: recurrent ventral hernia. Procedure: incisional herniorrhaphy with mesh. Findings: [illegible] of existing mesh to fixate to pubis [illegible] mesh. Complications: none. Specimens removed: none. (B)(6) 2004: (B)(6) hospital. Implant sticker. Bard composix mesh. (B)(6) 2005: (B)(6) associates, pa. (B)(6) . Radiology-CT abdomen/pelvis with contrast. Indication: transitional cell carcinoma. Findings: there is residual small fluid collection within the lower abdomen midline which is likely a chronic seroma. This is unchanged compared to prior exam. The patient is status post fixation of midline abdominal hernia. Impression: postoperative left nephrectomy and ureterectomy for transitional cell carcinoma with no evidence of recurrence or metastasis. Postop abdominal wall hernia repair with chronic fluid collection at the inferior aspect likely benign seroma. (B)(6) 2005: (B)(6) associates, pa. (B)(6) md. Radiology-CT abdomen/pelvis with contrast. Indication: history of transitional cell carcinoma of the left ureter. Presents with lower abdominal pain. Findings: postoperative changes from the surgical incision in the region of the anterior abdominal wall of the pelvis. The abdominal wall mesh and the adjacent soft tissues have improved in appearance during the interval. Impression: stable CT of the abdomen and pelvis. (B)(6) 2006: (B)(6) associates, pa. (B)(6) md. Radiology-CT abdomen/pelvis with contrast. Indication: follow-up for transitional carcinoma of the left ureter. Impression: stable exam with no evidence of metastatic disease noted. (B)(6) 2011: (B)(6) hospital. (B)(6) , md. Radiology-CT abdomen/pelvis with contrast. Indication: abdominal pain. Has had previous nephrectomy as well as two hernia surgeries. Findings: several loops of small bowel are pulled anteriorly with some adjacent soft tissue stranding at site of previous midline abdominal hernia repair. This suggest the presence of adhesions. Impression: post left nephrectomy with no evidence of recurrent or metastatic disease. Hepatic steatosis. Surgical changes of previous midline abdominal hernia repairs. Loops of bowel are pulled towards this repair indicating adhesions. However, there is no evidence for small-bowel obstruction. Post hysterectomy. Diverticulosis without diverticulitis. (B)(6) 2012: (B)(6) hospital. (B)(6) , md. Radiology-CT abdomen/pelvis with contrast. Indication: abdominal pain at site of previous hernia repair, evaluate mesh. Findings: there is midline abdominal wall hernia repair with mesh. No definitive herniation beyond the extent of the mesh. There is mild diastasis of the rectus muscles, however mesh is intact in this region. Minimal thickening noted along inferior margin of the mesh. Impression: status post left-sided nephrectomy and hysterectomy. Intact mid to lower abdomen midline hernia repair with mesh. Mesh is intact, no current herniation or secondary bowel abnormality. Stable presumed sub cm granuloma right lung base. (B)(6) 2013: (B)(6) hospital. (B)(6) md. History and physical. Time for colonoscopy. Current everyday smoker. Surgical history of hernia repair x 2. Cancer ¿ t3 n0m0 high grade transitional cell carcinoma of the ureter treated with left nephrectomy in 2002. Hysterectomy; cesarean section. Weight 138 lbs, bmi 23. Exam: abdomen: soft, nontender to palpation. No rebound, no guarding. Normal bowel sounds with no bruits, no palpable abdominal aortic aneurysm. Plan: colonoscopy. (B)(6) 2015: (B)(6) hospital. (B)(6) , md. Radiology-CT abdomen/pelvis with contrast. Indication: history of renal cell carcinoma and two hernia surgeries. Left kidney was removed in 2005. Yearly follow-up for renal cell carcinoma. Findings: previous hernia repair in the ventral abdomen. No recurrent hernia. Impression: left nephrectomy. No findings to indicate recurrent or metastatic disease. (B)(6) 2016: (B)(6) hospital. (B)(6) md. Radiology-CT abdomen/pelvis with contrast. Indication: follow-up left renal cancer; left has been removed. Findings: surgical staples are seen in the anterior abdominal wall. No recurrent abdominal wall hernia is confirmed. Impression: no recurrent neoplasm but no significant interval change. (B)(6) 2020: (B)(6) hospital. (B)(6) md. History and physical. Here with sore, red area at an old incision site from a previous hernia repaired by dr. (B)(6) several years ago. Has had no problems recently. Was placed on antibiotics 2 days ago and is having less pain. The patient smokes cigarettes, ½ pack per day. Weight 61.36 kg, bmi 22.51. Exam: abdomen soft, nontender without masses with normal bowel sounds with a 5 cm area of erythema of the lower abdominal midline incision with central induration and possible early fluctuance. Impression: abscess of the lower abdominal incision with possible infected mesh. Plan: exploration of wound and drainage of abscess possible removal of infected mesh. (B)(6) 2020:(B)(6) hospital. [Signature illegible]. Pre-anesthesia assessment. Weight 61 kg. Physical asa status: 2. Explant procedure: exploration of abdominal wound with drainage and excision of abscess cavity, extensive lysis of adhesions with removal of large gortex mesh and deeper marlex mesh with resection of small bowel and enterocutaneous fistula and incisional hernia repair. Explant date: (B)(6) 2020 (hospitalization (B)(6) 2020) (B)(6) 2020: (B)(6) hospital. (B)(6) md. Operative report. Diagnosis: abdominal wall abscess secondary to erosion of mesh into small bowel with enterocutaneous fistula and infected mesh with incisional hernia. First assistant: laura hardin, rn. Operative finding: there was a 3 cm abscess of the subcutaneous tissue in the lower midline wound with a fistula through a large gortex mesh that extended from the umbilicus to the pubic symphysis with a 6 cm deeper marlex mesh in the lowest aspect of the incision with dense adherence of 3 loops of distal ileum with bowel fistula into the mesh requiring a 10 inch resection of distal small bowel with a large lower incisional hernia repaired after mesh excision. Ebl: 150 cc. Specimen to lab: small bowel fistula with infected mesh and abscess cavity. Procedure: ¿after obtaining informed consent the patient was brought to the operating room and under general endotracheal anesthesia, the abdomen was sterilely prepped and draped. An initial small longitudinal midline incision was made around the abscess cavity. Cultures were taken. Upon exploration there was noted to be a fistula down to a large gortex mesh that extended from the umbilicus to the pubis symphysis. This large mesh was carefully removed. There was noted to be a second deeper marlex mesh in the lower aspect of the abdominal wall with marked adherence to the small bowel with a bowel fistula. The mesh was removed from the bowel with a 15 blade knife. Three loops of distal small bowel were adherent to this area including the fistula. This area of small bowel was resected. The small bowel was excised by applying a gia stapler on either side of the involved bowel and firing the staplers. Viable bowel was noted on the cut surface of the remaining bowel with palpable vascular pulses. Serial division of the mesentery was then performed with the white load stapler. The specimen was then removed and sent to pathology. A functional end to end anastomosis was performed by approximating the anti-mesenteric surfaces of the cut surface of the small bowel with interrupted 3 0 silk sutures. Enterotomies in the end of each portion of the small bowel were created and a gia stapler was introduced and fired. The enterotomies were then closed with a ta 60 stapler. A good anastomosis was noted. The mesenteric defect was closed with interrupted 3 0 silk. The abdomen was thoroughly irrigated. The fascial edge was cleared resulting in a large fascial defect. The fascia was then closed with a running #1 stratafix pds suture followed by interrupted #1 pds suture every 2 cm. The subcutaneous tissue was irrigated with dilute betadine and closed with interrupted 2 0 vicryl suture. The skin was closed with staples. A dressing was applied the patient was awakened, extubated and taken to the intensive care unit in stable condition.¿ relevant medical information: (B)(6) 2020: (B)(6) hospital. (B)(6) , md. Pathology. Final pathologic diagnosis: 1) skin and soft tissue, cicatrix, excisional biopsy: benign cutaneous/subcutaneous soft tissue with areas of dermal scar/cicatrix formation and deep soft tissue organizing suppurative abscess formation. Negative for malignancy or atypia. 2) sutures and staples: sutures/staples with associated fragments of benign fibrovascular and adipose connective tissue with areas of fibrous scar, granulation tissue formation and mixed inflammation. Negative for malignancy of atypia. 3) surgical mesh: pieces of surgical mesh mixed with benign fibrovascular and adipose connective tissue with areas of suppurative inflammation, fibrous scar, and granulation tissue formation. Negative for malignancy and atypia. 4) small bowel, partial resection: benign small bowel parenchyma with multifocal nonspecific serosal fibrous adhesions. Negative for neoplasm. Viable surgical margins of resection. Specimens received: 1) cicatrix (skin scar). 2) foreign body, removal, sutures & staples. 3) foreign body, removal, mesh. 4) small intestine with fistula. Pre-op diagnosis: abscess of the lower abdominal incision with possible infected mesh. Gross description: 1) received in formalin labeled ¿adams, barbara, cicatrix¿ are three portions of tissue with overlying tan-white ellipse of skin ranging from 3.4 x 1 x 1.4 cm to 6.8 x 1.5 x 3.3 cm. The epithelial surface of each is smooth with well-healed scarring. The resected margins of each are inked differing colors. Serially sectioning reveals light yellow homogenous appearance with a red-gray abscessed appearance on the peripheral edge of the largest portion. Representative cross sections submitted in cassettes 1a-1b. 2) received in formalin labeled ¿adams, barbara, sutures and staples¿ is a 2.0 x 1.5 x 0.65 cm tan-pink portion of unoriented, unremarkable tissue with detached 1.3 x 0.8 x 0.4 cm aggregate of sutures and staples. Tissue inked black, serially sectioned, submitted in one cassette. 3) received in formalin labeled ¿mesh¿ are four tan-red portions of erythematous membranous tissue with attached adipose tissue ranging from 5.6 x 3.8 x 0.19 cm to 8.8 x 6.7 x 0.7 cm. Sectioning reveals mesh-like material within every portion with adherent pericapsular tissue. Further sectioning yields normal appearing fat without hemorrhage or necrosis. Representative sections submitted one cassette. 4) received in formalin labeled ¿adams, barbara, small bowel resection with fistula¿ is a 22.5 cm long and up to 2.4 cm in diameter segment of small bowel with surgically ligated end margins and moderate adherent fat. Serosa is tan-pink, glistening with a 3.2 x 2.3 cm area of adherent mesh with apparent fistula present, 3.6 cm from closest unoriented peripheral margin. Additionally there is a 6.8 x 3.2 cm firm hemorrhagic area overlying the serosa, 0.9 cm from the other peripheral margin. The specimen open longitudinally revealing erythematous mucosa underlying the firm hemorrhagic area of serosa. No additional abnormalities evident. Tissue submitted as follows: 4a) end margins; 4b) fistula; 4c-4e) erythematous mucosa with underlying firm hemorrhagic appearing serosa; 4f) uninvolved mucosa. (B)(6) 2020: (B)(6) hospital. Lab-microbiology. Wound culture. Body site: abdomen. Final report: rare bacteroides ovatus. Beta-lactamase positive. Rare streptococcus mitis/oralis. Gram stain: rare wbc seen. No bacteria seen. (B)(6) 2020: (B)(6) hospital. (B)(6) md. Discharge summary. Diagnosis: abdominal wall abscess secondary to erosion of mesh into small bowel with enterocutaneous fistula and infected mesh with incisional hernia. Acute blood loss anemia requiring blood transfusions. Admitted to the hospital and underwent operative procedure without incident. Was initially treated in the ICU overnight and then transferred to the floor the following day in stable condition. Post op anemia from surgical blood loss was treated with blood transfusion. Hypokalemia was corrected with intravenous potassium boluses. Was slowly advanced from a liquid to a soft diet once her bowel sounds returned. Was discharged home once she met criteria with instructions in wound care and activity with no lifting over 10 lbs for six weeks with return to clinic in 4 days. (B)(6) 2020: (B)(6) hospital. (B)(6) , md. Radiology-CT abdomen/pelvis with contrast. Indication: abdominal pain, right lower quadrant. Patient stated she had surgery 8-9 weeks ago to removed mesh from stomach, about 8 inches was removed from colon. History kidney cancer and left kidney removed 2000. Findings: the previously noted midline mesh has been removed. Status post partial small-bowel resection with anastomosis. Small-bowel loops are tacked against anterior midline abdominal wall which could be related to the presence of adhesions. Impression: status post resection of the previously noted ventral abdominal wall hernia mesh. Status post prior small bowel resection. Status post prior left-sided nephrectomy without residual or recurrent tumor. No regional nodal disease or distant metastatic disease. Normal appendix. No evidence of appendicitis. Diverticulosis without radiographic evidence of diverticulitis. Stable noncalcified nodule in the right lower lobe which has been stable for at least 4 years and is considered benign inflammatory or granulomatous. (B)(6) 2020: (B)(6) hospital. (B)(6) , md. History and physical. Comes into clinic complaining of epigastric and left lower quadrant pain over the last few weeks since her surgery with dark stools. She has felt weak. Smokes cigarettes, ½ pack per day. Exam: abdomen soft non distended with non localizing tenderness. Impression: abdominal pain and possible gastrointestinal bleed. (B)(6) 2020: (B)(6) hospital. (B)(6) md. Procedure report. Procedure: esophagogastroduodenoscopy with esophageal biopsy and esophageal balloon dilatation colonoscopy with polypectomy x 10. Diagnosis: gastroesophageal syndrome with chronic esophagitis and moderate esophageal stenosis colon polyps. Diverticulitis of the sigmoid colon. Findings: there was noted to be chronic inflammatory changes at the ge junction with a definite stricture ring with a small hiatal hernia with the remaining of the stomach and duodenum down to the second portion appearing normal. There was fixation of the lower sigmoid colon with chronic inflammation of localized diverticular disease with multiple colonic polyps of less than 6 mm in size mainly in the rectosigmoid colon with the number of polyps removed being 9 with a larger 8mm polyp at 20cm. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on june 13, 2003 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on march 26, 2020, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: gore mesh failed to incorporate, fistula formation, infection, abscess, adhesions, pain, hernia recurrence, revision and removal of gore mesh, bowel resection, chronic foreign body giant cell reaction, chronic inflammation. Additional event specific information was not provided.

Manufacturer narrative:
Updated results code. Conclusion code remains unchanged it should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without bio-a. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.